Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent repair of two incisional ventral hernias with implant of composix kugel mesh (#1). Incarcerated omentum and fat were reduced. On (B)(6) 2002 - patient was seen complaining of pain. Cellulitis, serosanguineous discharge and purulence was noted, and was started on antibiotics. On (B)(6) 2002 - patient was admitted with a post-op wound infection that did not respond to oral antibiotics and discharged 4 days later. On (B)(6) 2002 - patient was noted to have swelling in the inferior aspect and an ultrasound reveals recurrence. On (B)(6) 2002 - patient developed a recurrence of the two ventral hernia defects. Notes indicate recurrence was likely secondary to the infection at the operative site. Defect was repaired with implant of composix kugel mesh (#2). On (B)(6) 2004 - patient developed a recurrent ventral hernia and underwent an exploratory laparotomy. The underlying composix kugel mesh (#2) separated from the attachments. Lysis of adhesions was performed, and both previously placed composix kugel mesh (#1 and #2) were explanted. The defect was closed using primary repair. On (B)(6) 2006 - patient underwent repair of a recurrent incarcerated ventral hernia with a composix kugel mesh (#3). No post-operative office visits or further information provided.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including melanoma, radiation and multiple abdominal procedures. It is unclear what led to the patient's wound infection. The information provided indicates that the patient developed and was treated for recurrence, adhesions and infection, which are known adverse events listed in the IFU. A manufacturing review was performed, including a review of sterility records, and found no evidence of a manufacturing related cause for the alleged event. Although there was no culture report provided to confirm the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2008-00372 for information related to composix kugel mesh (#2) implanted on (B)(6) 2002. Information related to the recalled composix kugel mesh (#3) implanted on (B)(6) 2006 was reported in accordance with rae (B)(4).